Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper defects as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hard stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the rubber at the top of the blood collection tube was too hard, and after puncturing multiple blood collection tubes, the needle at the tail of the blood collection needle bent and punctured the rubber protective sleeve at the tail, which polluted the specimen. The following information was provided by the initial reporter. The customer stated: during the blood collection process, the rubber at the top of the blood collection tube was too hard, and after puncturing multiple blood collection tubes, the needle at the tail of the blood collection needle bent and punctured the rubber protective sleeve at the tail, which polluted the specimen and increased the risk of occupational exposure for medical staff.